Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga blood began leaking from the tubing. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about blood leakage from the catheter hub of iagbc. According to the customer's report, the hcp connected an ext. Tubing to the catheter hub, and then saw blood leaking therefrom.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/4/2022. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly and three photos. Upon inspection of the received unit and the photos, it was observed that there was a hole in the blue adapter. Microscopic inspection of the adapter revealed the sides of the hole had smooth surfaces indicating that it was most likely a result of a short shot (incompletely formed adapters) during the molding process. The defect of leakage was confirmed as a result of adapter defective/damaged due to the molding process. The device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga blood began leaking from the tubing. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about blood leakage from the catheter hub of iagbc. According to the customer's report, the hcp connected an ext. Tubing to the catheter hub, and then saw blood leaking therefrom.